Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. Follow up with hcp revealed the pt had redness at the site of the device pocket. A culture of the device pocket was positive for staph aureus. The pt was treated with IV antibiotics and device system explant. The infection has resolved with no drug withdrawal symptoms. The pt has a risk factor of stroke.